Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value was 481 mg/dl at the time of incident. Customer did not mention any symptoms. The customer did not mention how they treated. The customer also stated that the insulin delivery was not suspended due to sg values. Troubleshooting was performed and advised that the sg and bg difference is not within target range of glucose difference. It was not mentioned if the auto mode feature was in use at the time of the incident. Follow up has been requested. The insulin pump will not be returned for analysis.